Event description:
As reported by the user facility; after insertion of the introcan cahterter into a pt's hand, the nurse noted bleeding around the catheter hub, upon checking the site, she noted that the catheter had separated from the hub. They were able to remove the catheter from the pt. She stated that there was no injury to the pt. Additional info received from the facility indicates that the pt suffered no adverse sequela associated with this incident and the catheter was removed without incident.